Event description:
During a percutaneous transluminal angioplasty, a balloon rupture transpired. The target lesion was right superficial femoral artery (sfa). A contralateral approach was use. There was moderate calcification and vessel tortuosity. There were no anomalies noted during product inspection or when prepping device. The indeflator was attached to the balloon. Balloon was inflated at 8 atm when rupture occurred. There was no separation of any balloon part, nor vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient. This product will return for evaluation and testing.